Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5070001) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("I have severe pain on left side/ pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and medically significant), dyspareunia ("pain during intercourse") and back pain ("back pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and back pain outcome was unknown. The reporter provided no causality assessment for back pain, dyspareunia, genital haemorrhage and pelvic pain with essure. The reporter commented: consumer mentioned a serious injury (hospitalization and other serious important medical event) but did not specify it to one of the events. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received- case becomes potentially legal, reporter added, stop date of product added, event I have severe pain on left side/ pain was recoded to meddra llt pelvic pain female company causality comment incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administraton, reference number: mw5070001) on (B)(6)2017. The most recent information was received on (B)(6)2018 this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("I have severe pain on left side/ pain"), genital haemorrhage ("heavy bleeding") and kidney infection ("kidney infection") in a 25-year-old female patient who had essure (batch no. B61392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient was found to have weight increased ("weight gain"), 3 months 18 days after insertion of essure. On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinarytract/vaginal) type: uti,") and kidney infection (seriousness criterion medically significant). On (B)(6)2015, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problem"). On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,)") and menorrhagia ("menorrhagia"). On (B)(6)2015, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("abdominal pain lower"). On (B)(6)2015, the patient experienced rash ("rashes on torso"). On (B)(6)2016, the patient experienced anger ("hormonal changes describe: very angry all the time") and mood swings ("severe mood swing"). On (B)(6)2016, the patient experienced alopecia ("hair loss"). On (B)(6)2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and medically significant), dyspareunia ("pain during intercourse"), back pain ("back pain / midsection back pain") and urticaria ("red hive like blotches in heat"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain, anger, urinary tract infection, kidney infection, bladder disorder, weight increased and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, abdominal pain and abdominal pain lower was resolving and the urticaria, mood swings, urinary tract disorder, fatigue and rash had resolved. The reporter provided no causality assessment for back pain, dyspareunia and genital haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, bladder disorder, fatigue, kidney infection, menorrhagia, mood swings, pelvic pain, rash, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization and other serious important medical event) but did not specify it to one of the events. Discrepancy noted: date of insert : 22 jul2014 current weight 172 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporters information updated.lot number updated.event:hormonal changes describe: very angry all the time, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinarytract/vaginal) type: uti, kidney infection, rashes or skin conditions type: red hive like blotches in heat, bladder or urinary problems or changes, pain(abdominal, lower) , fatigue, weight gain /loss specify which one: weight gain, hair loss were added. Outcome of event updated. Medical history updated. Lab data were updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administraton, reference number: mw5070001) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("I have severe pain on left side/ pain"), genital haemorrhage ("heavy bleeding") and kidney infection ("kidney infection") in a 25-year-old female patient who had essure (batch no. B61392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient was found to have weight increased ("weight gain"), 3 months 18 days after insertion of essure. On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinarytract/vaginal) type: uti,") and kidney infection (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problem"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("abdominal pain lower"). On (B)(6) 2015, the patient experienced rash ("rashes on torso"). On (B)(6) 2016, the patient experienced anger ("hormonal changes describe: very angry all the time") and mood swings ("severe mood swing"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and medically significant), dyspareunia ("pain during intercourse"), back pain ("back pain / midsection back pain") and urticaria ("red hive like blotches in heat"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain, anger, urinary tract infection, kidney infection, bladder disorder, weight increased and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, abdominal pain and abdominal pain lower was resolving and the urticaria, mood swings, urinary tract disorder, fatigue and rash had resolved. The reporter provided no causality assessment for back pain, dyspareunia and genital haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, bladder disorder, fatigue, kidney infection, menorrhagia, mood swings, pelvic pain, rash, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization and other serious important medical event) but did not specify it to one of the events. Discrepancy noted: date of insert : (B)(6) 2014 current weight 172 lbs insertion details (B)(6) 2014) : trailing coils: left 2; right 2 normal uterine cavity, no difficulties. Removal details (B)(6) 2017): essure devices were in their proper locations. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A bilateral tubouterine implantation was performed through bilateral cornual uterine incisions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.